Event description:
It was reported that technical services (ts) was contacted on behalf of the physician asking to have data from this device analyzed as they were not sure if the remaining longevity displayed during device interrogation was reliable or not. According to the information provided, the remaining battery longevity has not changed from two years since the last interrogation six months ago. At this time, there is no evidence that suggests this analysis has been performed since the correct data has not been provided. The sales representative asked the physician to please send the data for analysis and he said they are going to do it at the next patient follow up, which was set for (B)(6) 2022. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that technical services (ts) was contacted on behalf of the physician asking to have data from this device analyzed as they were not sure if the remaining longevity displayed during device interrogation was reliable or not. According to the information provided, the remaining battery longevity has not changed from two years since the last interrogation six months ago. At this time, there is no evidence that suggests this analysis has been performed since the correct data has not been provided. The sales representative asked the physician to please send the data for analysis and he said they are going to do it at the next patient follow up, which was set for september 9th, 2022. No adverse patient effects were reported. The device remains in service. Additional information was received. A request was made to have data from this device analyzed. Data analysis showed the battery appears to be depleting normally and the power consumption is stable and within expectations based on therapy programming. No adverse patient effects were reported. At this time, the device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemakers battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Please note this pacemakers battery was designed to estimate remaining longevity (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that technical services (ts) was contacted on behalf of the physician asking to have data from this device analyzed as they were not sure if the remaining longevity displayed during device interrogation was reliable or not. According to the information provided, the remaining battery longevity has not changed from two years since the last interrogation six months ago. At this time, there is no evidence that suggests this analysis has been performed since the correct data has not been provided. The sales representative asked the physician to please send the data for analysis and he said they are going to do it at the next patient follow up, which was set for (B)(6), 2022. No adverse patient effects were reported. The device remains in service.